Manufacturer narrative:
A customer technical specialist (cts) instructed the customer to open the right side of the instrument discovering a leak due to split tubing at pinch valve pv49. The customer replaced the tubing, resolving the leak reported. (B)(4).

Event description:
The customer reported approximately 25 ml of fluid had leaked from a coulter lh 500 hematology analyzer; the leak was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.